Manufacturer narrative:
For OEM manufacturing sites: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported while using bd safe-clip¿ needle clipping and storage device the device was jammed. The following information was provided by the initial reporter: it was reported that safe clip would not accept the pen needle into device to clip.

Event description:
It was reported while using bd safe-clip¿ needle clipping and storage device the device was jammed. The following information was provided by the initial reporter: it was reported that safe clip would not accept the pen needle into device to clip.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. DHR could not be performed due to unknown lot#. H3 other text : see h.10.